Manufacturer narrative:
This report is submitted on january 25, 2022.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 for a duration of two days and placed under sedation in order to perform an integrity test.